Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had a loop leak alarm in the device. The catheter connection was checked and re-inflation tried, but the error persisted, so a spare unit was replaced to continue the therapy. No patient harm is reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) university). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(event site address, event site address line 2, event site city), g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3 h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse on-site inspection determined a leak in the drive valve assembly and a ruptured positive pressure vacuum pump membrane. The 2500h maintenance kit and drive valve assembly require replacement. After receiving a quote, the customer declined, and repairs will not be performed at this time. The device was delivered to the customer and is not suitable for clinical use.

Event description:
N/a.